Event description:
It was reported the arterial catheter is not functional. Shortly after insertion, montitoring of the blood pressure of patients in r esuscitation and sampling is impossible. The device was replaced. The consequence was reported as failure of monitoring and work overload. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the arterial catheter is not functional. Shortly after insertion, montitoring of the blood pressure of patients in r esuscitation and sampling is impossible. The device was replaced. The consequence was reported as failure of monitioring and work overload. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.